Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had short battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2019 with the following findings: review of the pump¿s history revealed frequent replace battery alarms recorded. On investigation, the pump powered on normally. The electrical current draws were evaluated and found to be ¿high¿. The battery compartment was cracked with moisture corrosion inside the battery compartment. Moisture damage was found inside the pump on the printed circuit board. Investigation confirmed the complaint; replace battery alarms resulting from moisture damage.